Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation- fallopian tubes') and device dislocation ('essure migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/problem") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, nausea, nervous system disorder, pelvic pain, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos replaced with event perforation- fallopian tubes, essure migration, dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, nausea, nuero condit/problem, vision problems, weight gain. Patient demographic details, reporter and product information was added. Lab dada added.